Event description:
It was reported that during insertion in the micu, the md noticed a crack on the introducer needle hub making it unusable. As a result, a new kit was opened and used without issue. There was no reported delay, death or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#: (B)(4).